Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing was observed on stored egm due to post-paced t-wave oversensing. The patient was asymptomatic. The patient did not receive any therapy during the oversensing. Programming changes were made. Patient will be followed-up.